Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was hard to push. Investigation also revealed that the display screen text was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the audio bolus button had a hole in it and was difficult to push. The audio bolus button cover was removed and the white button slug was found to be misaligned with contamination present. During testing, the display screen text was found to be dim, faded, and discolored. (B)(6).